Event description:
It was reported that intermittently the insulin gauge was inaccurate and static across multiple cartridges. Reportedly, the customer did not perform the proper air removal techniques. Tandem technical support educated the customer on proper load techniques. Customer continued to use the existing cartridge. Customer¿s blood glucose level ranged from 100-175 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.